Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced significant pain on the left buttock around the ipg site which was sensitive to touch and intermittent shooting pain to the legs that was partially coverage by scs. It was also noted that patient had skin irritation. The battery header was superficial and protruding. The patient was given narcotics and underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.